Manufacturer narrative:
The investigation of this complaint has been completed. The system was investigated by our field service engineer. The adjustable pressure limit (apl) control assemble was found defective and was replaced. It was disposed off at the customer site. The device logs were received for evaluation. Additional information received from the user facility stated that the ventilation mode change was from automatic to manual ventilation and then back to automatic ventilation again. The evaluation of the logs shows that system checkouts performed prior to and after the event were successful. The logs show that from start of treatment until end of treatment, about two hours, there were in total 13 changes, from automatic ventilation to manual ventilation and then back to automatic ventilation. After all these changes, the time in manual ventilation mode lasted only one to three seconds which indicate that these changes were spontaneously performed by the system. Our conclusion, based on the field service engineer investigation and log evaluation, is that the reported failure was due to a broken apl control assembly. The true cause to why the apl control assembly failed has not been established.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia system switched from automatic ventilation to manual ventilation without user interaction. There was no patient harm. Manufacturer's reference number: (B)(4).